Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a partial seal on the root mesentery of the jejunum so the surgeon had to sew the vessel closed to stop bleeding. There was no re-grasp alert but there was an end tone heard and evidence of energy delivery. Under 250cc's of blood loss. No transfusion required. The patient has no injury.